Event description:
It was reported that foley catheter had obstruction in the operating room. Per internal bd comments received on 23april2025, stated that it was unclear if the blockage was in the drainage lumen or the inflation lumen.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. Visual: upon visual inspection blockage is present on the drainage. Also received 7 photo samples: 1: top view of catheter and drainage bag used for reported event. 2 and 3 : top view of trifurcation site. Blockage is present as the drainage funnel is not continuous. This can be seen as the drainage funnel is almost separated into two pieces with the blockage piece in the middle. 4: top view showing sample port 5: side profile showing inflation cap 6: shows date code on urine drainage bag 7: top view of outer package of tray. Therefore, the reported event is confirmed and does not meet specifications per ip7601841, revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". The instructions for use were reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had obstruction in the operating room. Per internal bd comments received on 23april2025, stated that it was unclear if the blockage was in the drainage lumen or the inflation lumen.